Event description:
The patient was undergoing a robotic prostatectomy when the enseal handpiece malfunctioned while being used. The enseal was removed and upon inspection it was noted the tip was not closing properly. The device worked through 75% of the procedure before malfunctioning. A new device was opened and the procedure was completed using the second device. The device was returned to the vendor who was present during the procedure.